Manufacturer narrative:
It was reported that the end-user went into anaphylactic shock related to use of the face mask. Per the reporting facility, no definitive issue with the face mask in question was identified. It was unknown what medical intervention was required as a result of the reported anaphylactic shock. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported anaphylactic shock and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the end-user went into anaphylactic shock related to use of face mask.